Manufacturer narrative:
The returned device was evaluated and found a tear in the soft cannula. Fluid was seen leaving the tear during a leak test. It could not be determined when the tear occurred. The cause of the tear could not be determined. The downloaded data returned an 0x3d alarm, indicating the step sensor was asserted before wire driven. This is an indication of a pod that has leaking on the internal components of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the pod was leaking. The patient's blood glucose (bg) read between "high" (with an alternative bg meter) to 21 mmol/l (378 mg/dl). The pod was worn between 1 and 4 hours.